Event description:
It was reported that the ilet user experienced difficulty inserting a new infusion set after switching from a different infusion set type and broke an infusion set during attempts, which interrupted insulin delivery until a support agent guided a site change and insulin delivery resumed. No reported symptoms or clinical effects. Outcomes included user frustration and concern about continued use due to difficulty with the infusion set. Investigation included troubleshooting and user education via phone support to review proper infusion set insertion and connector attachment. Investigation of this case revealed user difficulty deploying the infusion set and an incorrectly attached or deployed infusion set that led to temporary interruption of insulin delivery. It was concluded, based on previously established findings for similar reports, that user technique and handling challenges were the likely cause.